Manufacturer narrative:
Concomitant medications at the time of mi included aspirin and plavix. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00384, 3003742446-2012-00385, and 3003742446-2012-00386.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. As per the crf, the patient had a previous history of pci (stent placement) approximately four months before the index procedure. It was reported that there were three bare metal stents placed at the time of previous pci and no cypher stents were implanted. At the time of index procedure, angiography revealed 95% instent restenosis of an unknown stent in the proximal right coronary artery. The indication for the procedure was unstable angina pectoris. The lesion was described as 50mm in length and 95% instent restenosis of an unknown stent. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 20mm balloon at 10atm and a 2.75 x 23mm cypher rx was implanted at 10atm. As a standard procedure, the stent was post-dilated with a 3 x 20mm balloon at 16atm. Additionally, a second 3 x 33mm cypher rx was deployed overlapping proximal to the initial stent at 13atm to fully cover the lesion and the stent was post-dilated with a 3 x 20mm balloon at 14atm as a standard procedure. Consequently, a third 3.5 x 13mm cypher rx was implanted overlapping proximal to the second stent at 13atm to cover the remaining site of the lesion and the stent was post-dilated with a 3 x 20mm balloon as a standard procedure. Pre-procedure cardiac enzymes were normal in range, but the troponin I was 0.12 (0.05 unl) at 6-12 hours post index procedure; and 0.28 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab report was unavailable and additional data including ECG tracings taken during this admission was not received from the site. According to the site, there were no adverse events occurred post-procedure, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. As per the crf, this (B)(6) male patient had a previous history of pci (stent placement) approximately (B)(6) months before the index procedure and well as angina, coronary artery disease, hyperlipidemia, hypertension and myocardial infarction (B)(6) 2009, pvd/claudication. It was reported that there were three bare metal stents placed at the time of previous pci and no cypher stents were implanted. At the time of index procedure, angiography revealed 95% instent restenosis of an unknown stent in the proximal right coronary artery. The indication for the procedure was unstable angina pectoris. The lesion was described as 50 mm in length and 95% instent restenosis of an unknown stent. The reference vessel was 3 mm in diameter. As planned, the lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm and a 2.75 x 23 mm cypher rx was implanted at 10 atm. As a standard procedure, the stent was post-dilated with a 3 x 20 mm balloon at 16 atm. Additionally, a second 3 x 33 mm cypher rx was deployed overlapping proximal to the initial stent at 13 atm to fully cover the lesion and the stent was post-dilated with a 3 x 20 mm balloon at 14 atm as a standard procedure. Consequently, a third 3.5 x 13 mm cypher rx was implanted overlapping proximal to the second stent at 13 atm to cover the remaining site of the lesion and the stent was post-dilated with a 3 x 20 mm balloon as a standard procedure. Pre-procedure cardiac enzymes were normal in range, but the troponin I was 0.12 (0.05 unl) at 6-12 hours post index procedure; and 0.28 at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab report was unavailable and additional data including ECG tracings taken during this admission was not received from the site. According to the site, there were no adverse events occurred post-procedure, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15100867 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00384, 3003742446-2012-00385, and 3003742446-2012-00386.